Event description:
As reported, the patient had an initial left tsa on (B)(6) 2011. The patient presented had glenoid loosening. The patient was revised on (B)(6) 2021. The case report form indicates that this event is definitely not related to device, definitely related to procedure. Outcome: resolved on (B)(6) 2021.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H3: the revision reported was likely the result of an insufficient bond between the glenoid and the bone which led to aseptic (non-infected) glenoid loosening. The extent and root cause of the anatomic glenoid loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. PMA 510k, expiration and manufactured date cannot be determined; device is unknown. MDR section codes updated/corrected: b, c, d, e, g. The reason for revision reported may be the result of the glenoid loosening as reported. However, the failure cannot be confirmed as no relevant clinical information, images, or radiographs were provided. Potential contributions of manufacturing, patient, or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.